Event description:
It was reported that as the intra-aortic balloon was being inserted, it becomes caught in the sheath and could not be advanced. As a result, the iab was removed. Another MFR catheter was then placed. There were no associated patient complications.